Event description:
The dr claims that the graft was implanted as an aortic arch replacement in 1999 (approximate). The pt developed a post-operative fever of unknown etiology. The graft was left in. The pt is doing well, now. Further details of the incident are unattainable.